Event description:
The device was used during an unspecified procedure on the rectum. The instrument did not cut. The surgeon used another cartridge to complete the procedure. The hospital has reported no patient injury occurred.